Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: bypass laparo. Event description: [translation]: during a coelio bypass, the surgeon performs his operation and see a piece of plastic underneath a trocar that he has removed from the patient's belly. This piece of plastic corresponds to an internal flange/valve of the trocar that has become dislodged. Clinical consequences and current status of the patient or person involved: none as the plastic part was recovered and removed from the patient. Removal of the broken part found in the patient, removal of the trocar and replacement. Isolation of the defective device components. Call to pharmacy. Additional information received by email from applied medical representative on (B)(6) 2022: lot number 1439529 indicated on the attached declaration links to model cts22. I can¿t confirm if the lot number mentioned by the customer is the right one as the nurse opened 2 units cts22 and 1 unit ctb73. When the incident occurred, the nurse did not remember which reference is the one involved in the incident and picked this lot number not knowing if this was the one. An entire component fall out. Instrumentation being used at the time of the incident: [brand name] stapler. The nurse explained to me the surgeon forced to engage the stapler into the trocar type of intervention: removal of the broken part found in the patient, removal of the trocar and replacement. Isolation of the defective device components patient status: no patient injury or illness occur associated with the complaint event.

Event description:
Procedure performed: bypass laparo. Event description: [translation]: during a coelio bypass, the surgeon performs his operation and see a piece of plastic underneath a trocar that he has removed from the patient's belly. This piece of plastic corresponds to an internal flange/valve of the trocar that has become dislodged. Clinical consequences and current status of the patient or person involved: none as the plastic part was recovered and removed from the patient. Removal of the broken part found in the patient, removal of the trocar and replacement. Isolation of the defective device components. Call to pharmacy. Additional information received by email from applied medical representative on 15june22: lot number 1439529 indicated on the attached declaration links to model cts22. I can¿t confirm if the lot number mentioned by the customer is the right one as the nurse opened 2 units cts22 and 1 unit ctb73. When the incident occurred, the nurse did not remember which reference is the one involved in the incident and picked this lot number not knowing if this was the one. An entire component fall out. Instrumentation being used at the time of the incident: [brand name] stapler. The nurse explained me the surgeon forced to engage the stapler into the trocar type of intervention: removal of the broken part found in the patient, removal of the trocar and replacement. Isolation of the defective device components. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed that a septum, an internal rubber component of the seal, was torn. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.